Manufacturer narrative:
This report is being submitted as follow up no. 2 to report the completed investigation and to correct: evaluation summary attached was inadvertently marked yes on the initial report, this should be blank, an evaluation summary is not attached. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. It is likely that the deployment sleeve was not locked completely on the hemostasis cap leading to this failure mode. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a deployment issue with the angio-seal device during a procedure. Follow up communication with the user facility reported the following information: the angio-seal would not pull back after locked for deployment; the angio-seal had to be surgically removed; a vascular surgeon performed a cut down to remove the device and sewed up the femoral artery; and; the patient was fine and went home with no complications.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to report the completed investigation and to correct: evaluation summary attached was inadvertently marked yes on the initial report, this should be blank, an evaluation summary is not attached. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. It is likely that the deployment sleeve was not locked completely on the hemostasis cap leading to this failure mode. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to report the completed investigation and to correct: evaluation summary attached was inadvertently marked yes on the initial report, this should be blank, an evaluation summary is not attached. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. It is likely that the deployment sleeve was not locked completely on the hemostasis cap leading to this failure mode. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.